Event description:
During appendectomy procedure the device was inserted in the abdomen, and the original cartridge fell into the abdomen. It was retireved, however the customer is uncertain on how the surgeon retrieved it. Another same like device was used to complete the case.